Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). (B)(6). Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 19.0-21.0cm between the shock coils. Internal insulation abrasions were found at 2.0-2.5cm and 6.5-7.5cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.